Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial arrhythmia (atrial fibrillation) is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a percutaneous coronary intervention was performed on the mid right coronary artery (rca), heavily calcified lesion. Atherectomy and pre-dilatation were performed. Following, a 3.0x28mm and a 3.25x28mm xience sierra stent were implanted with acceptable results. Timi flow iii with 0% stenosis was noted. Intra-procedure, the patient developed rapid atrial fibrillation, successfully treated with cardioversion. The event resolved without sequela. No additional information was provided regarding this issue.